Event description:
A non health care professional reported following the intraocular lens implantation after a year the lens was explanted in a secondary procedure due to patient not being able to see intermediately or at near. The lens was replaced with a monofocal lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There has been one other complaint reported in the lot number. Root cause has not been identified. (B)(4).